Event description:
2005 - a new pt visited office for right knee joint pain. She ws diagnosed as osteoarthritis of right knee and got an intraarticular injection of suvenyl (sodium hyaluronate) 25 mg, rinderon (betamethasone sodium phosphate) 4mg, and 1% xylocaine (lidocaine) 1 ml. After the intraarticular injection. The pain subsided for about two days but there still existed pain after the remission so she requested to continue the intraarticular injection. For about a month - she had been injected artz dispo into right knee joint six times. A few days later - the pt visited her physician's office because her right knee joint pain was increased hydrarthrosis was observed and the physician conducted an arthrocentesis and drained 15ml of the joint fluid that was light white yellow colored and slightly cloudy. The physician assumed that the pt had synovitis and injected suvenyl 25mg. Rinderon 4mg, and 1% xylocaine 3ml. The right knee joint pain subsided. The pt received the intraarticular injection of artz dispo (seventh) only. In 2005 - at 2:00 pm, she received the intraarticular injection of artz dispo (eighth). Since about 6:00 pm, she got severe joint pain of right knee and could not walk, was carried out on a stretcher to another hosp. At 8:00 pm, the hosp's surgeon on duty called the pt's physician for help so he came to the hosp and examined. Her right knee was swollen, had significant local warmnesss, and she had chills and a fever of 38 degrees. The physician conducted an arthrocentesis and drained 30ml of the joint fluid that was light yellow white colored and cloudy, and sent it for examination of bacteria test and cystoscopy. The pt got hospitalized, had treatments of analgesic drug and local cooling, and kept quiet in bed. She gradually improved and left hosp in 10/2005 sat. She visited the office again. Arthritis was still existed. She received an intraarticular injection of rinderon 4mg. Her right knee arthritis got worse rapidly again. The physician came to examine. Her right knee joint was extremely swollen and she could not walk. The conducted an arthrocentesis and drained 40ml of the joint fluid that was dark gray-brown colored and cloudy. She received an injection of rinderon 4mg and soothing suppository. 10/2005-arthritis was still existed. She was conducted an arthrocentesis and received injection of rinderon. Physician's comment: artz dispo was probably related to this event because the acute arthritis occurred on the same day of artz dispo injection, the result of bacterial culture was negative, and there were another acute arthritis pt (9612392-2005-00014) who received artz dispo injection on the same day. The pathogenesis of this event was unk.